Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/21/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/04/2015 with the following findings: low battery and replace battery alarms observed in the black box history. No drastic voltage fluctuations observed in the history. Unable to duplicate battery life issue. Pump current draws within specifications. The battery compartment was found to be cracked above and below the bumper pad. Moisture corrosion observed inside the battery compartment. A leak test was performed and a battery compartment leak was found. The pump case was removed and no intermittent conditions or moisture was found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.